Event description:
It was reported that in the prior week, while at work, riding in a truck or walking, the patient was getting vibration in his right buttocks and had been feeling vibration in the right side. It didn¿t vibrate when the patient was lying down. It was noted that the implantable neurostimulator (ins) was on the left side and the patient used to have stimulation for the right ankle but had not used the system in a long time. The reporter stated that the patient had been getting "bad" migraine headaches for the past 3 weeks. It was noted that the patient had done heavy lifting for about the last 2.5 years. The patient thought the wire had disconnected in the spine. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0118477v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0118477v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).